Manufacturer narrative:
(B)(4). D10: 42532007502 - tibia cemented 5 degree stemmed right size f - 65844262. 42502207002 - femur trabecular metal cruciate retaining (cr) narrow porous - 65741642. 42522000510 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height - 65544596. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65834743. 66056768 - palacos r+g fast - 65101171. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately one year post-op, the patient presented with patellar pain with stressed ligaments. The surgeon thought he did not cut enough bone off when he initially resurfaced the patella during the primary surgery. Subsequently, the patient was revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.